Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient treated) was confirmed. Upon investigation a wire in the distribution node (dn) to ECG "c&d" cable was pinched, causing noise in both the front-to-back and side-to-side channels. This dual-lead signal noise contributed to the three false detections and treatments. The response buttons were not pressed throughout the event. The root cause of the pinched wire could not be positively identified, but the failure did occur during patient use, as the base-line ECG was clean and not saturated with noise. Multiple asystole events were recorded after the three treatments. The false asystole recordings were also caused by the pinched wire in the dn to ECG "c&d" cable. No adverse event resulted from pinched wire.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) old female patient was treated three times. At the time of the treatment the patient was catatonic and undergoing a radiology procedure.